Manufacturer narrative:
The recipient reportedly had their ear cleaned and was placed on antibiotics. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is continuing to experience dizziness. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issues did not resolve. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness and imbalance since implant surgery. The recipient was treated with steroids; however, the issue did not resolve.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's dizziness is reportedly not device related and has been an issue since pre-implantation. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.